Event description:
Status post peek implantation patient returned to surgeon's office with infection. Surgeon removed the device and revised the patient to another implant.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Implantation approximately in 2008. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested for the subject device.